Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy with known risk for infection due to household pets. The patient¿s pd culture yielded growth of pasteurella which is an organism common in domestic animals. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to cross contamination from the patient¿s household pets, as reported by the patient¿s pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up, the pd home program manager reported the patient was seen in the emergency room (ER). It was reported the patient¿s pd culture (obtained same day) yielded growth of pasteurella dagmatis. Per the nurse the patient was not admitted to the hospital (discharged less than 24 hours and did not receive antibiotics in the ER. It was stated the patient was initiated on antibiotic therapy with vancomycin and meropenem intra-peritoneal (ip) for 3 weeks at home. The patient reportedly continues pd treatment with the same cycler without further issues. Per the nurse, the patient¿s peritonitis was not related to fresenius products. Additionally, there were no reported fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient¿s pets in the home.